Manufacturer narrative:
Batch review performed on 04 april 2024: lot 2104706: (B)(4) items manufactured and released on 25-aug-2021. Expiration date: 2027-06-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved: batch review performed on 04 april 2024 on gmk-revision 02.07.2402l femur revision ps cemented s.2l (k102437) lot. 2011912. Lot 2011912: (B)(4) items manufactured and released on 18-feb-2021. Expiration date: 2026-02-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 04 april 2024 on gmk-revision 02.07.0114scf fixed tibial insert semiconstrained s.1 / 14 mm (k103170) lot. 175589. Lot 175589: (B)(4) items manufactured and released on 29-dec-2017. Expiration date: 2022-12-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had pain and instability and the cause is unknown. At 2 years from primary, the surgeon revised all components except the patella and surgery was completed successfully.